Manufacturer narrative:
(B)(4). On (B)(6) 2015, the patient was discharged from the hospital. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antifungal medication for the event. It was reported that in the same month as hospitalization, dianeal therapy was discontinued. Approximately three months after hospitalization, the patient's catheter was removed; the patient was recovered and was discharged from the hospital. No additional information is available.